Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 553mg/dl, the customer stated that the insulin pump alarmed no delivery. The customer stated that she disconnected from quick release and the insulin came out from the tubing. Advised the customer to go to the nearest hospital and call back to complete the troubleshooting.